Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, the reported cannula clotting and low flow alarms could not be confirmed based on the information provided. A specific cause for these events could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the reported cannula clotting event; however, no further information was provided. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), peripheral thromboembolic events, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU also lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
During a wean attempt, the patient had a cannula clot, resulting in cardiac arrest and a loss of pump flow to the heartmate 3 lvad. The patient was resuscitated, however they developed multisystem organ failure and the patient's family withdrew care. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms after initiation of their right ventricular assist device (rvad). The patient was returned to the operating room to have central cannulas for extracorporeal membrane oxygenation (ECMO). After the venovenous cannulas were started, the pump speed on the left ventricular assist device (lvad) was increased and supportive flows were reached. It was later reported that the patient was stable on ECMO for right sided supported. The patient was intubated, off pressors, and the chest was left open for central cannulation. The low flow alarms resolved with ECMO support and blood flow was restored to the left ventricle. It was noted that the patient was sedated during the events but experienced intermittent hypotension. Rvad support was initiated 2 days following lvad implant due to patient condition, but the patient had a history of some pre-existing right ventricle dysfunction prior to implant. There were no device related issues that would have contributed to right heart failure. The plan of care was to manage fluid status and slowly wean ECMO support.